Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a posterior lumbar interbody fusion (plif) (l2-4) for spinal stenosis when the surgeon tried to reattach the dilator to the sleeve, the dilator advanced only halfway through the sleeve. As per the surgical technique, the dilator was released from the dilator sleeve after the sleeve contacted the bone. The surgery was completed successfully without any surgical delay using the other in the sleeve set. After the surgery, the displacement of the metal ring inside the sleeve was visually confirmed. This report involves one (1) viper prime dilator sleeve. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D10: date of concomitant therapy is october 14, 2021. H3, h6: a review of the receiving inspection (ri) for viper prime dilator sleeve was conducted identifying that lot number pu127107 was released in a single batch. Released on january 25, 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that snap ring component of viper prime dilator sleeve was broken and stuck inside the cannula. No other issues were observed with the returned device. The dimensional inspection was not performed for the due to the post manufacturing damage. The functional test was performed due to the broken condition of the device. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of viper prime dilator sleeve would contribute to the complained device interaction issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed. The following drawing reflecting the current and manufacture revision was reviewed: viper prime cannula. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.